Manufacturer narrative:
The cleaning steps were discussed during the in-service. In addition, ess informed the facility that transportation of the scopes should protect the scope and the staff. Staff was very careful with the scopes and took care when pre-cleaning. Summary of ess visit and recommendation: a scope in-service was completed, and the steps missed (suction cleaning adapter) were discussed with the employees as well as the manager. Copies of the facility review summary were emailed to the customer for their future reference. Additionally, ess returned to the customer¿s location to discuss the findings with the director and the technicians. Went over the suction cleaning adapter use. Action recommended by ess: use of suction cleaning adapter during manual cleaning. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that while on-site for in-service performed at the customers facility, the ess (endoscopy support specialist) found that the "suction cleaning adapter was not used" by facility during reprocessing. There was no patient infection or harm associated on this event reported. There was no patient injury, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. During the onsite visit, the olympus endoscope support specialist (ess) covered the guidelines on reprocessing of endoscopes per the instructions for use. During the review the facility review summary form was reviewed with the customer as well as a copy emailed following the visit. The cleaning steps that were missed was discussed with the techs, so they are aware of the full ifus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the event occurred because the facility staff was insufficiently trained on the adapter usage during reprocessing of the device. This issue is covered in the instructions for use: IFU (reprocessing manual) warns against insufficient reprocessing as below: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor the field performance of this device